Manufacturer narrative:
The device was not returned to the service center for evaluation, therefore the exact cause for the reported event cannot be determined. Once the device becomes available for evaluation a supplement will be submitted.

Event description:
The service center received a report of a quick clip, hx-202 ur, malfunction during an unspecified procedure. The clip and spring broke apart and fell inside a patient. It is unknown if and how the items were retrieved from the patient. The physician completed the procedure with a similar device and it was reported there was no patient injury.